Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Technical services (ts) recommended programming changes and electrophysiology (ep) follow-up. This lead remains in service. No adverse patient effects were reported.